Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had absence of no delivery alarm. Customer¿s blood glucose level was 272 mg/dl. Customer reported that the insulin pump did not showing any alarm for no delivery however, during troubleshooting insulin did exited from the tubing. Customer also reported that insulin pump was beeping. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.